Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer called in to complain that he recently bought a mouth guard and started using the product but when tried to mold it, it came apart in the middle between the layers. Shipped in the information and he states that he could not wait and would like to be reimbursed because he had to go out and buy a new one while awaiting the first one to come in the mail.